Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was occurred. The customer reported not removing air from he cartridge prior to filling. Reportedly, the customer was able to pull out 100 units from the cartridge. A new cartridge was loaded to address the event. Blood glucose ranged from 100-250 mg/dl.